Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Event description:
It was reported that a patient had an alarm during peritoneal dialysis (pd) therapy, while the home patient (hp) was finishing the second "flush". The hp reported there was an air releasing sound and then an alarm went off and stopped working. The therapy was continued using another cassette. There was no patient involvement, no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was returned and evaluated; however, the reported problem could not be confirmed and the root cause was not determined. A visual inspection was performed and no obvious defects were found. A therapy was performed and no alarms occurred during the therapy. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.